Event description:
It was reported that during a breast biopsy procedure after taking the 4th sample an unspecified error code was received. There was difficulty receiving any add'l samples. There were no pt consequences reported.

Manufacturer narrative:
Date sent: 06/27/2008. Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and per the service manual performed service and functional tests and found the holster had splits in both the blue and green cables. The green cable was bent and would give an error code per the customer complaint. To correct the customer complaint, the analysis site replaced the green cable. The e-clip was replaced due to it was damaged during disassembly. As part of the standard service process heat shrink was added to the green and blue cables. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.